Manufacturer narrative:
(B)(4).

Event description:
The lead impedance measurement were greater than 10,000 ohms during trial implant surgery. Two multi-lead trialing cables, an old snaplid, and a different 8840 were used with continued impedance issues. The lead was going to be replaced. Additional info has been requested.